Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different performa connect meters, within 10 minutes: 150 mg/dl.(performa connect system 1) and 70 mg/dl (performa connect system 2). Two different test strip vials were used for each meter. Test strip vials were the same lot number. No adverse event reported. The test strip vial for system 1 was requested for evaluation. The test strip vial for system 2 was discarded; therefore, no product could be requested to be returned for product evaluation.